Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: fiber breakage, dents and scratches on outer tube, loose light guide adapter, distorted image with vertical lines. A definitive root cause could not be identified. Based on the results of the investigation, the cause of complaint was no problem detected, additionally the most probable cause of the additional malfunctions discovered was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had broken lens during reprocessing. There were no reports of patient involvement.